Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment ( slda) in this incident could not be determined. The reported poor image resolution is likely due to shadowing from mitral annular calcification. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dyspnea is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was challenging due to shadowing from mitral annular calcification. Two clips were successfully deployed, reducing mr to 2-3. On (B)(6) 2019, the patient returned for a routine follow-up. The patient had shortness of breath and the echocardiogram revealed that the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The first clip remains stable on the leaflets, and mr is 2-3. No treatment was performed and the patient was sent home. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.